Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Not available.

Event description:
Before case the saw attachment had a rusty grease leaking from the bottom screw. No surgical delay. Case type / application: tka.

Event description:
Before case the saw attachment had a rusty grease leaking from the bottom screw. No surgical delay. Case type / application: tka.

Manufacturer narrative:
Reported event. An event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results. -product evaluation and results: visual inspection confirmed the presence of grease. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices, including, were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.